Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: b3, b5, d9. H3 was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The fluid invasion in the endoscope was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "b30 error" and the event "loss imaging " were caused communication abnormality with endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The intended produce was therapeutic esophagogastroduodenoscopy (egd).

Manufacturer narrative:
The device was not returned. The olympus field service representative (fse), visited the customer site to troubleshoot the issue. After checking the video system, scopes, leak tester and reprocessing technique, it could not be determined exactly how fluid was getting into the scopes. After reviewing the repair reports from a third party vendor, it was noted that several had fluid invasion detected. Several scopes had exterior leaks and it may be possible that during repair, the scope¿s internal mechanism were not fully aerated dry. The olympus fse recommended one or two scopes be sent to olympus for repair to determine if that resolves the issue. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6). Related patient identifier: (B)(6).

Event description:
It was reported that the evis exera iii video system center had a communication error code b30 and the loss of imaging during unspecified procedures. There were no reports of patient harm.